Event description:
It was reported via facility medwatch# (B)(4) that balloon detachment occurred. The target lesion was located in the obtuse marginal branch of the left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft portion of the catheter snapped into two pieces. Both of the pieces were still on the coronary wire and able to be pulled into the guide catheter and removed from the body. The whole setup except for the sheath had to be pulled out. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was fine.